Event description:
It was reported that, this right ventricular (rv) lead triggered a lead safety switch (lss) due to high impedances out of range. The impedance had been in range and its abrupt increase to out of range. Boston scientific technical services (ts) recommended to leave in unipolar and also check for myopotentials and adjust sensing floor if needed since patient is dependent. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.